Event description:
Inaccurate arterial pressure values reported. Five pts were hooked up to the pressure monitoring kits during cardiac catheterization procedures. The customer's usual procedure for monitoring is to obtain an arterial access then administer the contrast to obtain images of the heart vessels and valves. When contrast was administered, the pressures would dampen or disappear. The clinicians also noticed that when the stopcock was turned off to the pt, reentry of air bubbles occurred continuously near the transducer. Abnormal hemodynamic readings were obtained when the bubbles were noticed near the transducer, some of which are unusually high values during cardiac valve assessment. The clinicians could not obtain accurate arterial pressures to alert to symptomatic test results, were unable to be confident of test results, and obtained inaccurate vital signs for basis of administering medication for conscious sedation. Staff used automatic/manual bp cuffs to complete procedures. Pt #3 of 5 was hooked up to the monitor for the procedure. When beginning the study, contrast dye was injected and it caused air and blood to enter the transducer, causing inaccurate readings or giving no readings at all. No treatment was given for the erroneous readings and no pt harm was reported.